Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow and brown particles, delamination. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified crease smooth opening on radius. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on radius due to a fold flaw opening and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.